Event description:
It was reported the gastrointestinal videoscope had an image blackout. The issue occurred during inspection for use and there were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). E1 address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, as the event was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction, error code e315 was due to caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.